Event description:
It was reported that an allergic reaction occurred. Following gonadal vein embolization, the patient experienced "ongoing symptoms." . An allergic test has been requested.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch ill be filed. (B)(4).